Event description:
The customer reported that the tc30 cardiograph was inadvertently put into simulation mode. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the tc30 cardiograph was inadvertently put into simulation mode. There was no report of adverse pt impact. Philips evaluated the ECG report supplied by (B)(4) help desk team lead and it notes "simulated data" on the report. We will consider this to be a use issue where the customer did not notice the "simulated data" statement on the report and not a malfunction.